Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive and unreadable. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered a manual injection of insulin to address high bg. The customer reverted to an alternate method in insulin therapy.